Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. No medical records or no medical images have been made available to the manufacturer. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was allegedly advanced without difficulty; however, the deployment was said to be incomplete. Allegedly, this same filter was unable to be retrieved and another vena cava filter was prepped and deployed successfully. There was no reported patient injury. To date, no additional translated information has been provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, due to poor image quality the identity of the filter cannot be determined. Based on the images provided, the filter limbs did not fully expand can be confirmed. Based on the images provided, the filter was in an upright position in the ivc, can be confirmed. Based on the images provided, filter retrieval cannot be confirmed. Conclusion: the device was not returned. Two images were provided. Based on the image review, failure to expand can be confirmed. Based on the available information, the definitive root cause is unknown. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath; precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure; potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported that upon deployment the filter limbs failed to fully expand. There were no additional attempts to manipulate or retrieve the filter. A second filter (location in relationship to the initial filter not provided) was deployed successfully.